Event description:
It was reported there was incision site pain. It was also noted the patient reported a shocking ro jolting sensation. "Buzzing" was reported in the patient's right breast which seemed to dissipate when device was turned off. It was noted the patient had not turned the device off for a long time. It was also reported there was shocking in the right inner thigh which occurred 1-2 times while the patient was lying down. It was also noted this seemed to be subside when the patient increased stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-02707. Patient has multiple devices and it is unclear which device the event pertains to.

Manufacturer narrative:
Product ID: 3889-41, lot# va01sjj, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va03zyt, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information attained from the patient's health care provider (hcp) indicated the patient had "tingling in her left breast." The patient was reported to have been reprogrammed "from -0 to -1 on the left." It was also noted that the hcp "obtained vaginal stimulation bilaterally" in the patient. It was further noted that the patient had "no abnormal impedances" and "no injury."